Manufacturer narrative:
Evaluation codes, results: endoleak. Evaluation codes, conclusions: dilatation and disease progression, cause of infolding unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approximately 5 months ago. The proximal aortic neck did not contain calcification or thrombus, was 4 cm long, and its diameter measure 22 to 23.9 mm. The remainder of the anatomy was unremarkable. It was reported that 3 months post-stent graft implantation, the patient returned for a routine follow-up, and films showed the stent graft had infolded from the top of the bifurcated stent graft all the way to the flow divider, which created a proximal type I endoleak. The aneurysm was also noted to have enlarged to 5.5 cm. An intervention to implant a proximal cuff is planned. No additional clinical sequelae were reported, and the patient is fine.